Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump shut off unexpectedly while charging. There was no reported impact to the customer's blood glucose (bg) level. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.